Manufacturer narrative:
The product was not returned for evaluation. However, the product identity was confirmed through the patient tracking process. There were no x-rays, scans, pictures, or physician reports provided and the patient's pain is associated with the patient's condition; therefore, the complaint could not be verified. The most-likely cause of the complaint could not be determined due to the patient's condition. The non-conformance database was reviewed and no non-conformances were found. There are no indications of a manufacturing defect. . This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00736-1.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product remains implanted in the patient and therefore will not be returned for an evaluation. The patient advised she fell on (B)(6) 2015 and endured trauma to the left side of her face. The patient stated since the fall, cracking and pain on the left side is felt when movement of the jaw occurs. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00736.

Event description:
Through the temporomandubular joint (tmj) tracking coordinator the patient reported problems on the left side. The patient advised she fell on (B)(6) 2015 and endured trauma to the left side of her face. The patient stated since the fall, cracking and pain on the left side is felt when movement of the jaw occurs. The patient states she has not seen her physician or surgeon to follow up on the cracking and pain due to a pending referral. The patient states the implant does not feel like it is out of place; she says it just hurts and cracks mainly while chewing.